Event description:
The customer stated that she was treated by paramedics because of an insulin reaction. The customer stated that she was pregnant at the time of the event and had a hormonal problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.